Event description:
A medwatch form was received indicating that a customer reported a knife blade was attempted to be used during surgery, but the blade was dull. There was no patient harm identified on the received report.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration testy values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).